Event description:
Device malfunction: detached tip and radiopaque markers. Symptoms/ae: snare device used to retrieve detached tip and radiopaque markers. Time of device malfunction and symptoms/ae: during the procedure. It was reported that the tip detached from the two xceed stent delivery catheters. Both stents delivered; however, when the devices were removed from a 6fr terumo sheath the tip of catheters and radiopaque markers came off and were retrieved using a snare device. The patient is reportedly doing fine. No additional information available.

Manufacturer narrative:
The second xceed, part number 14863-05, lot unk, is indicated in b5 and d11, is being reported under the same manufacturer report number.